Event description:
Hologic has received correspondence arising from litigation. The litigation alleges that a 52-year-old patient was implanted on (B)(6) 2017 with a biozorb marker following a surgical procedure for a right breast lumpectomy. On (B)(6) 2022 patient presented with a lump in the right breast (felt at auto examination since the beginning of (B)(6) 2022). The lump increased in size since the discovery and it is tender (painful). On (B)(6) 2023 the patient underwent a surgical intervention for biozorb removal due to biozorb failing to resorb and patient having persistent pain at the site. No other relevant information was provided. This report is being submitted pursuant to 21 cfr part 803 based on information made available to hologic through litigation. Consistent with 21 cfr 803.16, the submission of this report is not intended, and shall not be construed, as an admission, acknowledgment, or confirmation by hologic that the device caused or contributed to the reportable event.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot number. The device was released meeting all qa specifications. This report is being submitted pursuant to 21 cfr part 803 based on information made available to hologic through litigation. Consistent with 21 cfr 803.16, the submission of this report is not intended, and shall not be construed, as an admission, acknowledgment, or confirmation by hologic that the device caused or contributed to the reportable event.